Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00178. Perfusion was using system for an emergency case early morning on (B)(6) 2016 and noted the red light was flashing on the battery module. The case was finished successfully with no issues. The problem must not have been reported within the user facility's perfusion department because the same system was setup and primed for the first case on friday morning (refer to emdr #1828100-2016-00178). The fsr was able to duplicate the reported issue. The batteries are so low, they can not support the system. The fsr installed new batteries and completed full testing of the battery module. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During laboratory evaluation the reported issue was confirmed. The batteries were received in a depleted condition. One battery failed to accept charging and its voltage was well below acceptable at 4 volts direct current (vdc), indicating an internal failure per the technicians notes. The battery that did accept charging was out of specification for conductance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the battery module light was flashing red while the unit was on alternating current (a/c) power. The user continued on a/c power for the rest of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.